Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10895r46, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
The patient had a refill on (B)(6) 2012. After the refill, the patient had fallen asleep in his car when he had gone to the hardware store. Since the refill, the patient was noted to have felt somnolent, nauseous, and had increased pain. It was suspected that the patient was fighting the flu. The patient thought the pump was not working, though further discussion could not confirm this. There was no history of volume discrepancies, and the possibility of a partial pocket fill was discussed. Difficulty diagnosing a pocket fill was noted because the refill occurred only a few days ago. The actual residual volume was not checked. The expected residual volume at the time of the report was noted to be 19.3 ml. The medications used within the system were clonidine, bupivacaine, and dilaudid. It was later reported that it was unknown if the patient was receiving effective therapy. It was thought the patient was fine and the event was due to 'just the flu.' No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.